Manufacturer narrative:
(B)(4). Multiple MDR reports were filed for this event, please see associated report: 0002648920-2019-00097, 3007963827-2019-00045, 0001822565-2019-00634. Concomitant medical products: all poly patella cemented 35 mm diameter item# 42540000035 lot# 62770657; femur cemented posterior stabilized item# 42500606601, lot# 11401258; articular surface fixed bearing item# 42512400911, lot# 62842821. Customer has indicated that the product will not be returned to zimmer biomet for investigation because it remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported patient experienced pain and aching approximately 4 years post left total knee arthroplasty. There is no additional information at this time.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
The reported event cannot be confirmed due to limited information from the customer. No product was returned or pictures provided; therefore, visual and dimensional evaluations could not be performed. Device history record (DHR) was reviewed for deviations and/ or anomalies with no related deviations / anomalies identified. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.